Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional procode: hwc complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that on (B)(6) 2022 during an orif surgery for distal shaft fracture of tibia, the drill interfered with the nail in question in a proximal ml static hole. A screw was inserted successfully by hammering adjustment. The surgery was completed successfully with a delay of under 30 minutes. According to the sales rep who was present, the interference may be due to distortion of the insertion handle and nail connection. No further information is available. This report is for a tibial nail-advanced / 10mm 330mm / sterile. This is report 1 of 1 for (B)(4).